Event description:
Complainant alleged that while treating a patient the device discharged once at 120 joules. However, on the second attempt to deliver energy, the device displayed a "discharge fault" message and failed to discharge. Complainant indicated that the clinician obtained another device and successfully converted the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. During subsequent testing, the device displayed "defib fault 72" and "defib fault 80" messages.